Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant products: p/n 12-103208 l/n 568610 taperloc por red/dist 15.0x150, p/n 139254 l/n 591600 m2a-magnum 42-50mm tpr insrt-3. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 03855.

Event description:
Revision due to acetabular loosening, osteolysis and metallosis.